Manufacturer narrative:
E1 event site telephone number included here due to character limitations: (B)(6).a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the solenoid control board (0670-00-1161). The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement reported.